Event description:
Upon removing the suture holding the catheter in position, the hub and short catheter piece were easily removed but the length of the catheter remained in the vein. The vein was explored and the catheter removed and sent to pathology. (B)(6) 2014. Add'l info received: break in the catheter 1-2 cm distal to the exit site during removal. The tip of the residual catheter was located under fluoroscopy and found relatively high in the groin. A saphenous venotomy was performed and the catheter was removed. No long term pt injuries were reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being restrained by the reporting facility. A lot history review (lhr) of rewg1464 showed no other similar product complaint(s) from this lot number.